Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use.   Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. It is likely that the malfunction was due to improper reprocessing due to a leak in the switch two cutout, worn packing joint in the control section. Subsequently, the material could not be removed. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in instructions for use (IFU): evis exera ii pcf type 180 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use (IFU): evis exera ii pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the light guide and objective lenses adhesives had foreign material. There was a cut on the switch 2 and wear on the grip o-ring causing water tightness to be lost. The air water cylinder had no color, the scope cylinder had no color, the forceps channel port had a scratch, the control unit is dirty due to water leakage, the scope identification failed as number of maximum cumulative uses was reached, the label on the scope connector is damaged, the charged coupled device unit is the position of the cable with limited length, the electrical connector is dirty due to water leakage, the scope connector has corrosion due to water leakage, the angle wire has a cut and cannot go in the up direction, the image guide protector has a chip, the light guide lens has a chip and the connecting tube has a wrinkle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the light guide and objective lenses adhesives had foreign material. There were no reports of patient involvement.